Event description:
It was reported to philips the device failed the operational check for a charge shock failure. There was no patient involvement.

Event description:
It was reported to philips the device failed the opcheck for charge shock failure. There was no patient involvement. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty processor pca. The bench technician replaced the processor pca. The device passed all performance assurance tests and was returned to the customer. One processor pca was returned for failure analysis. The reported allegation about the " failed opcheck charge shock failure" was not verified or duplicated during lab tests. The processor pca passed all tests during opcheck and performed as expected. Therefore, there is no fault found with this processor pca.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.